Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a bacterial infection to their driveline. The patient was readmitted due to the infection from (B)(6) 2020 to (B)(6) 2020. The patient was administered antibiotics and disinfection. The cause of the infection is unknown. There is probably a link between the infection and the product.

Manufacturer narrative:
Section d3, g1 - updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h3 - device evaluated by manufacturer: corrected. Section h6 - health effect - impact code: corrected. No further information was provided. The manufacturer is closing the file on this event.